Manufacturer narrative:
The device involved in the event was returned. The returned device was examined, and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the angiographic catheter with the same lot as that involved in the event, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that catheter had kinked inside of a patient's blood vessel during the procedure and catheter was bent repeatedly. This resulted in a decrease in tensile strength of the catheter to a point where the catheter could not withstand the pull force and fractured. The medical device involved in the reported event is sold only in (B)(4). Therefore, the information on the equivalent device to the complaint device that was cleared under k113819.

Event description:
On (B)(6) 2017, at a hospital in (B)(6), it was reported that the tip of the mongoose angiographic catheter was found to be fractured during a procedure. The fractured portion of the catheter was removed from a patient's body with a snare catheter. There was no reported patient injury as a result of this event.